Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During troubleshooting of an alarm, a patient stated that sometimes when they switch out supplies on the homechoice machine, they only change out the bags and use the same cassette. Baxter informed the patient that baxter recommends changing out all supplies as to do otherwise is a contamination risk. The patient understood. Since the event, therapy had been going well. There was patient involvement but no injury or medical intervention was reported.